Manufacturer narrative:
The product has not yet been received for evaluation. The device is en route and once received conmed will perform an evaluation and upon completion will file a supplemental medwatch report.

Event description:
The customer reported an incident happened in the see and treat clinic of dermatology department. Surgical nurse practitioner had done a curette and cautery to patient's skin lesion on the left parietal scalp. Following use of the hyfrecator 2000, a cauterising device, the hyfrecator 2000 reusable hand-switching accessory handpiece was put aside hung on the unit. While surgical nurse practitioner was applying post-op wound dressing, noticed the hyfrecator handpiece that was attached to the hyfrecator 2000 unit burning. The flame was put out by 'blowing air' into it and immediately pulled the plug from the socket. No harm caused to either the patient or members of staff present in the treatment room.